Event description:
It was reported to philips that the system displayed the message that the image disk space was too low. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during clinical use of the system, however customer has not provided the requested information about clinical use. It was reported to philips that the system displayed the message that the image disk space was too low. Upon checking with the customer, the product malfunction could not be confirmed. The case was closed without any troubleshooting, root cause analysis, or resolution, as the customer refused our service. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.